Manufacturer narrative:
Device evaluation: the fse evaluated the device and found the external batteries failed (not the backup battery), therefor causing the beeping. The fse advised replacing the external batteries. Resolution and disposition: the customer declined repair.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device backup battery is beeping while plugged into ac power, due to the backup battery failing to charge. No patient involvement reported.